Manufacturer narrative:
The device was returned for analysis due to the reported event of an unknown death. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2022-01670, related manufacturer reference number: 2017865-2022-01671. It was reported that the patient passed away due to a cardiac arrest, hypertension, failure to thrive, chronic kidney disease, and atrial fibrillation. It was unknown if the patient's system had any involvement in the patient's cause of death. The patient's system was explanted.